Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device, but it appears the down stream occlusion (dso) sensor of this device was scratched during manufacturing which resulted in dso sensor functionality issues. An email was sent to manufacturing to review this issue with their team. Service history review identified this device has not been in for service previously. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the downstream occlusion sensor seal is starting to bubble up. Functional testing performed three psi test and all occluded at 20 psi. The upstream and downstream occlusion sensor's mv value was stable and jumped when depressed in the manufacturing utility mode. Removal of the downstream occlusion sensor seal revealed a scratched sensor. Any scratches on the downstream occlusion sensor would cause functional issues. Recommend replacing the downstream occlusion sensor as a precautionary measure. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a failed occlusion test. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.